Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device delivered less than expecte. There were no reports of any adverse events while the device was in clinical use.